Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Getinge became aware of an issue with one of our mobile tables - 770001a2 - corin w autodrive, ipc, EU. As it was stated, the operating table stopped in the middle of the surgery. Later on, it was confirmed that the override panel did not work during the incident. During a service visit on site, the controller unit for table top was found to be defective and was replaced. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the operating table not responding to the remote control or override panel, leading to the inability to position the table during surgery, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 event site name: (B)(6). E1 event site postal code: (B)(6).

Event description:
Getinge became aware of an issue with one of our device - 770001a2 - corin w autodrive, ipc, EU. As it was stated, the operating table stopped in the middle of the surgery. Later on, it was confirmed that the override panel did not work during the incident. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the operating table not responding to the remote control or override panel, leading to the inability to position the table during surgery, was to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our device - 770001a2 - corin w autodrive, ipc, EU. As it was stated, the operating table stopped in the middle of the surgery. Later on, it was confirmed that the override panel did not work during the incident. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the operating table not responding to the remote control or override panel, leading to the inability to position the table during surgery, was to reoccur. Based on the investigation conducted, it was concluded that at the time of the event, the device was actively being used for the patient¿s treatment and was therefore directly involved in the reported incident. As the operating table malfunctioned, it was considered that the getinge device failed to meet its specifications. A review of received customer product complaints found no past reports of similar incidents resulting in injury to either a patient or an operator. A root cause evaluation was conducted and revealed that, under certain conditions, the corin operating table (770001xy) may become unresponsive to all commands. In such cases, it is impossible to initiate any movement of the table using either the universal remote control or the override panel. The manufacturer has initiated the CAPA: 2025-013 and related fsca (field safety corrective action). Software updates are initiated to address the described issue and improve the system robustness and stability. In summary and as a result of the root cause evaluation, it can be concluded that the reported issue, no function of the operating table, neither with override, was caused by the design of the device. E1 initial reporter: (B)(6). The correction of h6 medical device ¿ problem code field deems required. This is based on the internal evaluation and the additional information that has been received. Previous h6 medical device ¿ problem code: activation, positioning or separation problem/positioning, problem/positioning failure/1158, electrical /electronic property problem/interrogation problem/failure to interrogate/1332 corrected h6 medical device ¿ problem code: activation, positioning or separation problem/positioning, problem/positioning failure/1158.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).